Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in the hospital and they put a lidocaine patch over the ins area and administered gabapentin (nerve medicine). The patient stated they gave them high doses in the hospital and the vaginal area was pulsating hard and fast. The patient wondered whether the patches would have caused this/ the increase in stimulation. The patient stated they turned the stimulation down for now. The patient stated they turned the stimulation down for now. The patient stated they gave them an electromyogram (emg) tests there and they were not sure what all would have caused this. The patient stated they pulled off the patch for now. The patient was going to follow up with the health care physician (hcp). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care physician (hcp). The hcp confirmed the patient's hospitalization was not related to the interstim. The hcp stated in response to the question asking for cause of the vaginal area pulsating hard and fast on (B)(6) 2018 that it appeared that the increase in stimulation may have been caused by the emi between the emg and the interstim. The hcp noted they would have the patient schedule an appointment and do an impedance check to ensure proper functionality. The hcp noted that the patient switched programs and adjusted amplitude and the pulsating returned to a comfortable sensation. There were no further complications reported/anticipated.